Event description:
The customer called for help with his contour meter. He alleged his blood glucose readings were lower than usual. The customer performed control tests during the call and received results of 18 and 61 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.